Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the procedure was managed and completed without complication. Final completion angiogram revealed no endoleaks and palpable pulses bilaterally. It was reported that approximately four weeks post-procedure, the patient was brought back with spinal cord ischemia. Due to the patient's advanced age, there was no intervention performed. The patient was sent to a nursing home and has resumed some motor movements. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation: unk cause of paralysis.